Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Only the carton and inserts were returned. The product history and batch records were reviewed and documentation indicated the product met release criteria. The indicated associated products are qualified. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, there was a loading issue, handling problem/ user error and a capsule tear/collapse occurred. There was patient contact. The procedure was completed the same day. Additional information was provided indicating that the patient is 2 weeks postop with a 3 piece iol in sulcus complicated by a posterior capsular rupture that required the original iol to be removed from the eye. Corneal edema is much improved. The patient's issues have resolved. Further details were provided indicating that when the first lens was placed into the eye, the haptic was so badly bent that it would not lay flat in sulcus and the lens was unable to be used. Forceps and scissors were used to cut the lens in half to remove it from the eye. A new lens was placed without further issues.